Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. The patient reported that the 30 incidents reported came from two different lot numbers. Lot number: 76x033, with a manufacture date of february 29, 2016 and an expiration date of february 28, 2021. Lot number 75x099, with a manufacture date of may 27, 2015 and an expiration date of may 28, 2020. (B)(4).

Event description:
It was reported that the patient had problems with the cleo 90 infusion set adhering for the past two years. The customer reported that the problems with the adhesion of the site was specifically the adhesive of the site falling off right after the customer attempted to insert the infusion set. The customer was advised by customer technical services to keep the inserter close to the infusion set area before inserting since the site is heat activated. The patient was also advised to rock the site back and forth before pulling applicator away to increase the effectiveness of the adhesion. The patient reported blood glucose levels in the 300 mg/dl and that no ketone levels were tested. The patient was able to correct the high blood glucose levels by delivering a correction bolus with the pump. The patient stated that this has happened to 30 infusion sets over the stated time period. No further adverse health outcomes were reported. See MFR: 3012307300-2016-00303, 3012307300-2016-00304, 3012307300-2016-00305, 3012307300-2016-00306, 3012307300-2016-00307, 3012307300-2016-00308, 3012307300-2016-00309, 3012307300-2016-00310, 3012307300-2016-00311, 3012307300-2016-00312, 3012307300-2016-00313, 3012307300-2016-00314, 3012307300-2016-00315, 3012307300-2016-00316, 3012307300-2016-00317, 3012307300-2016-00318, 3012307300-2016-00319 3012307300-2016-00320, 3012307300-2016-00321, 3012307300-2016-00322, 3012307300-2016-00323, 3012307300-2016-00324, 3012307300-2016-00325, 3012307300-2016-00326, 3012307300-2016-00327, 3012307300-2016-00328, 3012307300-2016-00329, 3012307300-2016-00330, 3012307300-2016-00331.